Manufacturer narrative:
Correction: section d and h. A supplemental MDR was submitted to reflect the correct medical device catalog, unique identifier (UDI), medical device serial and medical device model.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that was a etl process delay. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that was a etl process delay. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.